Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml lioresal at an unknown dose via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The motor stall recovered. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-jun-01 lfc (hcp): additional information was received from a healthcare professional (hcp) on 2017-jun-01. It was reported that as an action/intervention to the motor stall that recovered the hcp reviewed the following information with the patient and their spouse. The signs and symptoms of baclofen withdrawal were reviewed. The patient had oral baclofen at home for p/n use. For symptoms of baclofen withdrawal the patient was to take p/n baclofen and come to the emergency room. The cause of the motor stall that recovered was not determined. To the best of the hcp's knowledge, no other motor stall had occurred. The logs were to be reviewed at the patient's next refill on (B)(6) 2017. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.